Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Attempt to obtain additional information was unsuccessful. The lv lead was abandoned surgically. No additional adverse patient effects were reported.